Event description:
Information received indicates, the right head brake caster is not locking when the brake is set.

Manufacturer narrative:
The technician replaced the right head brake caster to repair the stretcher.